Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a programmed surgery for correction of rectal prolapse, the device presented a failure in the moment of firing, locking and not allowing the firing. A new device was opened. There were no patient consequences reported.